Event description:
Related manufacturer reference number: 2017865-2022-09874. It was reported that the patient presented for a scheduled implant. During the procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance. The lead was not used and replaced with a new rv lead. After the implant, the new rv lead exhibited high pacing impedance. The new rv lead showed normal pacing impedance after it was connected to the pacemaker. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition.